Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic, non-dependent patient presented to the clinic for routine follow-up. Device was post-paced t-wave oversensing on the ventricular channel. Programming changes were made during the device check. Device remains implanted.